Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot#: p903547, UDI#: (B)(4), h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera/positioning sensor unit (psu) was replaced. The returned psu contained scratches on the housing, lenses. A check of the event log revealed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .566mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading the application, it indicated that the localizer had faulted. The network device interface (ndi) toolbox showed a camera complementary metal-oxide semiconductor (cmos) battery fault, bump detected, and storage temperature exceeded. There was no patient involvement.